Event description:
After cardiac cath procedure, the doctor attempted to use a 5f exoseal for groin management. The doctor was unable to deploy the exoseal device. The device was removed intact with no harm to the patient.